Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. This event is related to MDR # 1810909-2022-00124.

Event description:
The customer from (B)(6) reported that within 5 minutes, he obtained blood glucose readings of 500 mg/dl and 25 mg/dl with the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed with blood sample using the in-house contour plus meter and in-house contour plus test strips from lot # 1kqhh05a, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.